Event description:
The manufacturer received information alleging a dreamstation CPAP contributed to death of a user. The user allegedly was diagnosed with throat cancer and kidney failure while using this device. The device has not yet returned for evaluation. The investigation is on-going. A final report will be submitted when the investigation has been completed.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-08199. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The manufacturer previously reported on this device in MDR 2518422-2021-08199. This report was submitted as a duplicate report of the previously submitted report.